Manufacturer narrative:
The subject device has not been returned yet, results of the investigation are not available.

Event description:
Reportedly, on 18-april-2025, during interrogation of an alizea dr (439gb0c0), the tablet encounter latencies. It was difficult to change the windows, tests were slow and the tablet becam more and more unresponsive until it was not possible to press on any button.

Event description:
Reportedly, on (B)(6) 2025, during interrogation of an alizea dr (B)(6), the tablet encounter latencies. It was difficult to change the windows; tests were slow and the tablet became more and more unresponsive until it was not possible to press on any button.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event, as it is working correctly without freeze or latencies review of the provided files & log did not permit to find traces of performance issues. However, we can see that multiple interrogations were performed, and a lot of communication error occurred. The most probable hypothesis is that this event has been caused by the known pop-up issue. An invisible pop-up appears and blocks the interface as the user is unable to validate it. An update to the latest smartview version software will resolve the issue. The programmer will follow the normal workflow at the after sales service and will return back to the field. This case is retained and utilized for trend purposes.